Event description:
The patient stated that she observed a blood glucose value of 420 mg/dl. She reported a normal blood glucose range of 130-150 mg/dl. She described herself as a brittle diabetic. She stated that she "felt like she was moving in a cloud" due to her elevated blood glucose, but did not describe any more specific symptoms. Based on the observation of her elevated blood glucose, the patient inspected her infusion system. When she removed her infusion set headset from the infusion site on her body, she noticed that the headset cannula was bent. Upon this observation, she immediately changed her infusion set. She then gave herself injections of insulin in order to correct her elevated blood glucose. The patient was unable to provide the lot and expiration information for the infusion set. The infusion set was replaced and the product was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.